Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. The customer¿s current blood glucose was 132 mg/dl. The customer was treated with food. The customer also reported unable to enter auto basal. Based on customer report customer did not allege insulin pump was over delivering. The product was not returned for analysis.